Event description:
It was reported that a pt underwent a repair of a femoral hernia by open placement of mesh on (B)(6) 2009 with interrupted transfixation sutures. The wound discharge summary dated (B)(6) 2009 was unremarkable. Post-operatively, it was noted on (B)(6) 2009 that the pt developed a superficial surgical site infection. Treatment included site debridement described as partially opening the wound, clean and simple cures. The event is reported as resolved on (B)(6) 2009. It was noted that staples were used for skin closure.

Manufacturer narrative:
(B)(4) - infection. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00662. The same pt is represented in each medwatch.